Manufacturer narrative:
This product is not available for analysis. Additional info will be provided in 30 days of receipt.

Event description:
While inserting the smart into the hemostasis valve of the 7fr sheath introducer, the physician felt friction; therefore, the physician checked the tip of the stent delivery system (sds), and a few of the struts on the stent were found exposed. Another stent was used and the procedure was completed successfully.